Manufacturer narrative:
The complaint investigation for falsely elevated sodium results on an alinity c processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. The customer replaced the ict modle, list number 09d28-04, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely elevated sodium result for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-146 mmol/l): initial result was 190, repeat result was 166, repeat result, on another analyzer, was 143 mmol/l. The customer replaced the ict module and repeated the sample, and the result was 142 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated sodium result for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-146 mmol/l): initial result was 190, repeat result was 166, repeat result, on another analyzer, was 143 mmol/l. The customer replaced the ict module and repeated the sample, and the result was 142 mmol/l. There was no impact to patient management reported.